Event description:
On 16-apr-2025, beta bionics was made aware that a user experienced a severe hypoglycemic event on (B)(6) 2025, the day they began using the ilet insulin pump. The event was associated with a delayed meal announcement, resulting in a low blood glucose (bg) of approximately 50 mg/dl resulting in a loss of consciousness. No ems or medical intervention was reported, and recovery occurred with oral carbohydrates.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.